Event description:
It was reported that desflurane was filled into a d-vapor. When the desflurane bottle was disconnected, desflurane splashed into the eyes of the user. It was reported that the user received temporary eye irritation which was treated.

Manufacturer narrative:
The concerned vaporizer was received for investigation on MFR site. Several tests to fill the vaporizer were conducted and the device behaved each time as described in the instructions for use (IFU). Thereafter the complete device check in correspondence to the test certificate was performed and passed without deviation. It is described in the IFU that after filling, the user has to wait 2 or 3 seconds before the desflurane bottle will be removed from the vaporizer, as otherwise liquid could splash out. The compensation time is needed for the final drops to flow from the filling connector into the tank of the vaporizer. It was concluded that missing compensation time was the root cause of the reported event. No device failure identified. Contact of liquid desflurane with skin or eyes is known to cause temporary irritation, but no permanent damage was reported.